Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure lens would not advance through the cartridge. The lens was implanted and removed during initial procedure and replaced with another lens by using new cartridge. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed. The lens had been advanced to the parting line. The lens was broken into pieces. There appeared to have been a plunger override. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. The lens was removed with cleaning. Top coat dye stain testing was conducted with acceptable results. Small scraped areas were observed which may have been caused by the plunger. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported complaint appeared to be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the company cartridge. The lens was broken into pieces inside the cartridge. The damage appeared to have been caused by a plunger override. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).